Manufacturer narrative:
Product ID 3889-28, lot# v852754, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
Additional follow up information received from the healthcare professional (hcp) reported that the cause of the event was that the l ead component was dislodged and coiled next to the implantable neurostimulator (ins) generator within the subcutaneous pocket of the buttock. The ins and lead were then replaced (as previously reported). No hospitalization was required for the event. The patient outcome was reported as recovered without sequelae

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that no infection was identified. The device was not functioning.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was "removed." It was reported that the ins was removed because it had become "infected." No further information was known at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).